Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis revealed a problem with telemetry that had no effect on the electrical functions of the device.

Event description:
The device was returned with no information. A database search revealed the patient had expired. The device has tested out of specifications. No complaints or allegations against the device have been made.